Event description:
It was reported, that a patient has a broken extended connector (xia 4.5). The issue was noticed during post-operative x-rays. They have a revision surgery scheduled for next week ((B)(6) 2013).

Event description:
It was reported, that a patient has a broken extended connector (xia 4.5). The issue was noticed during post-operative x-rays. They have a revision surgery scheduled for next week ((B)(6) 2013).

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of the fracture of a xia 4.5 titanium extended connector small was confirmed via visual inspection of the returned device and x-ray images. Based on the x-ray image, a fracture of the component in the area appears to have been yielded under instantaneous load or too much fatigue induced by the patient. The x-rays show that there were only two screws placed on the both ends of the spine (cervical and lower lumbar area). Because the construct was not supported over approximately 17 levels it caused it to become unstable and the resulted in a fracture. Conclusion: the cause of the fracture is likely user error.